Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
It was reported that the unit declared a low oxygen alarm. There as no patient involvement. The customer opted to have the unit evaluated and repaired by a third party.